Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that both supercaps failed in-circuit, surge current was below normal, and a battery removal test failed. After replacing both supercaps the battery removal test passed, the device stayed on for greater than ten seconds after removing the battery. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed incoming vxi testing due to the main printed circuit board being out of specification electrically and its liquid crystal display being out of specification mechanically (it was missing pixels). During bench testing with its rate set to 70 paces per minute and its atrial and ventricular outputs set to 10 milliamperes and the backlight and menu off, the battery was ejected and the device shut off after 1 second. The test was performed five times with the same result. Analysis also noted that the upper and lower case and the ring cover were broken and contaminated, the bail covers and bails were missing, the battery contacts were compressed, the ring was bent, the battery drawer, lead flex cover and battery release were contaminated and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.